Event description:
Procedure: unk. Pt sex: unk. Reportedly, when the instrument was fired, the knife blade got stuck halfway. There was a little bleeding and the tissue was resected and restapled with another sulu. There was no injury reported.

Manufacturer narrative:
.